Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the full length of the stent delivery system (sds) and in the guide wire lumen, consistent with the sds advanced into the patient anatomy. The stent was returned dislodged from the balloon, confirming the reported information. The full length of the stent was smashed. The first three rows of distal struts were stretched. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the bayonet 1.4cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameters could not be measured due to the damage noted. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The guiding catheter used in the procedure was not returned for analysis; therefore it is unknown how it may have contributed to the reported difficulties. It is possible the guiding catheter was placed in an angle in the patient anatomy, resulting in the sds interacting with the guiding catheter and then causing the stent to dislodge; however, this could not be confirmed. Further interaction with the guiding catheter and additional handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during an attempt to treat an ostial left main lesion, during advancement through the guiding catheter, the stent dislodged. No resistance was reported during advancement. The stent implant was able to be removed with the guiding catheter and no intervention was performed. No patient effects were reported. No additional information was provided.